Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing on (B)(6) 2022. Reprogramming has been discussed but was not performed. The patient experienced no consequences from the event.